Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device reached the lesion, it was noticed that the stent itself was deformed. The device was then removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 85% stenosed target lesion was located in the mid and distal left circumflex(lcx).

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the entire stent length was damaged with some struts bunched. The stent moved distally on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 85% stenosed target lesion was located in the mid and distal left circumflex(lcx).